Event description:
It was reported the patient experienced a shocking or jolting sensation. It was added that the patient had injections in his back for pain due to rods in his back in (B)(6) 2012 and felt a shock that made him 'want to jump off the table.' It was noted that the doctor stated he didn't feel comfortable doing any more injections since the area may be infected. It was stated that the patient was having pain and swelling for several weeks after the injections. It was noted that the patient's doctor told the patient to turn off the device and that the doctor would like to take out the implant due to infection. It was added that the patient's device was 'pushing out of body.' It was stated that the patient had adjustments a few days after the device was implanted. It was added that the patient was in the emergency room on (B)(6) 2013 due to back pain. Additional information has been requested. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 3093-28, lot# v997632, implanted: (B)(6) 2012, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information received reported there was no infection and therefore no culture was done. It was stated the device was ¿working ok¿ prior to the explant. The lead was also removed. It was noted the patient had chronic back pain prior to implant and was also getting injections prior to implant. About a week later, no drug withdrawal was noted as the patient outcome.

Event description:
Additional information received reported that the patient had their system removed. Additional information has been requested, but was not available at the time of this report.